Event description:
The patient called in to report that he had experienced high blood sugar readings today on (B)(6) 2022. The patient stated that at midnight he had a 500 reading. The patient informed us that he gave himself 8 clicks and then at 2am his reading had gone down to 300. The patient did not report any symptoms. The patient stated when asked that his bolus dosing instructions provided by his health care professional (hcp) is 8 clicks at breakfast, 8 clicks at lunch, and 3 clicks at dinner. V-go customer care (vcc) advised the patient to contact his doctor regarding the number of clicks as that does equal 19 clicks and that the v-go is programmed to do 18 clicks maximum. The patient did confirm that the needle button locked in place. The patient did discard the v-go in question. The patient was not able to provide the product lot number and expiration date of the v-go. The filling procedure was verified with the patient to make sure that he was doing everything correctly. The patient has already informed his doctor about the high blood sugar readings he experienced. The patient places the v-go on his abdomen.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact type 2 diabetes mellitus (dm), v-go 30, humalog user for 2 years. Information is limited to complaint details from customer service. Client reported elevated blood glucose readings of 500, treated with 8 bolus clicks, no medical follow up is noted. Hcp was notified. Contributing factors related to the elevated bg reading are not known. Blood sugar readings can be elevated pending on amount of carbohydrates consumed, timing of bolus click, physical activity, medications, stress, illness, and sleep. Client reported, 8 bolus clicks at breakfast, lunch and 3 at dinner for a total of 19. V-go device provides total of 18 bolus clicks. Client confirmed needle button locked in place. No issues with leaking or adhesion noted. V-go is worn on the abdomen. Unknown if client rotates placement sites. Client then reported the ez-fill may not have worked correctly. No details are available to review. Correct filling procedure was verified with customer service. A blood glucose reading of 500 is elevated and can be considered serious. Contributing factors are unknown. Device contribution cannot be excluded based on the limited information available.